Event description:
Fluids were hung and started as continuous infusion per md order; IV pump appeared to be functioning appropriately, fluid was infusing; approximately 2.5-3 hrs into fluids infusing, patient had acute change in neurological status. Patient was altered, confused, unable to verbalize to parents or staff, and displayed eye deviation. Further "lab work" was completed and head CT(computed tomography) ordered. During this process of re-assessment it was noticed the IV fluids were not infusing, however the IV pump never alarmed audible or displayed any warnings/alarms on the module that indicated any acute process had occurred to cause the infusion to stop. The IV pump was on, plugged in, and indicated it was actively infusing fluids, but nothing was actually being drawn from the IV bag through the pump into the patient. Essentially the patient went a few hours without her fluids and nobody was aware because no alarms had been set off by the IV pump. We replaced the pump, started back IV fluids and within the hour the patient was alert/talking/interactive and back at her baseline.